Event description:
On 27 mar 2008, the sales rep reported that during the post op it was noticed via x-ray that there were two screws that were backing out of the plate. The surgeon revised the plate by explanting the screws and leaving in the plate and the remaining screws.

Manufacturer narrative:
The plate remains implanted. Investigation pending.